Event description:
The customer states that one pt sample generated an initial architect calcium assay result of 12.9 mg/dl. The sample retested at 14.6 mg/dl, which was the result reported from the lab. The result was questioned and the sample was retested on this and another analyzer in the lab and a result of 8.3 mg/dl was generated. A corrected report was issued. The customer requested a service call. There was no impact to pt management reported.

Manufacturer narrative:
An abbott field service rep (fsr) was dispatched to inspect the instrument at the customer site. The fsr found one of the nozzles on the cuvette washer to be clogged. The fsr cleaned the nozzle and ran controls to verify acceptable performance of the instrument and resolve the issue. Subsequent instrument operations and test results were acceptable. The customer's issue is addressed in the abbott architect system operations manual (pn 201837-104) june, 2007), which provides adequate labeling related to the customer's observation under the following sections. Section 7 operational precautions and limitations under, limitations of result interpretation, and section 10 troubleshooting and diagnostics. The customer's issue was due to a clogged cuvette washer nozzle. Field service resolved the issue through cleaning the nozzle and verifying instrument performance by getting control values within acceptable range. This is a final report.